Manufacturer narrative:
Sensor carelink additional investigation was performed for the cal error/ calibration not accepted issue. Calibration not accepted because bg was entered during the sensor updating period when no sg value is displayed. In order for calibration to be successful, user needs to enter bg when sg is available. It is unlikely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 381 mg/dl. The customer reported hyperglycemia was treated with an insulin pump. The event involved product(s) mmt-397a, mmt-332a, mmt-1884, mmt-7040ma. Troubleshooting was partially performed. The customer reported a discrepancy between sensor glucose and blood glucose which is not within range. The sensor glucose value was 50 mg/dl, while the blood glucose value was 381 mg/dl, resulting in a difference of 331 mg/dl. This difference was outside the target range, and insulin delivery was suspended due to the low sensor glucose value. The customer reports receiving a calibration not accepted alert. No further patient complications were reported. No product return is required for mmt-397a, mmt-332a, mmt-1884, mmt-7040ma.